Manufacturer narrative:
Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2006, 5866x2 adaptors, implanted: (B)(6) 2006, 5071 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the three leads were fractured and had high threshold. The leads were partially explanted and replaced. No patient complications have been reported as a result of this event.